Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's right (od) eye. Reportedly, the lens rotated and 10 days postop the lens was repositioned with a 20/20 result. Attempts to obtain additional information have not been successful.